Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector had trouble being pushed through the cannula and then had trouble advancing in the pt's leg "stiction". A replacement unit was used to complete the procedure. The hosp did not report any pt complications. Staff said it felt like the cannula's port was smaller than usual.

Manufacturer narrative:
Investigation results: a scope was inserted into the harvesting cannula prior to functional testing for bisector movement. A functional test was conducted on the bisector movement within the harvesting cannula. When the bisector was advanced and retracted within cannula, the bisector movement was smooth. This test was repeated with a reference harvesting cannula. The force to advance and retract bisector within cannula was comparable to the returned device. Finally, the od was measured on the returned bisector shaft and found to be within specification. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).